Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the reported event. It is unknown if patient complied with post operative recommendations. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization..." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
Patient underwent a revision procedure on (B)(6) 2017 at the s2a1 level. Two days post revision procedure a set screw separation was confirmed on the right side of s2a1 level. No revision procedure has been reported.

Manufacturer narrative:
Received information stating patient underwent revision procedure on (B)(6) 2018.